Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03407. The patient received 2 scs leads with different lot numbers. It was reported the patient has never received effective stimulation on her right side. Subsequently, the patient's scs leads were replaced. It was also reported effective stimulation to the patient's right side was achieved with the surgical intervention; however, the patient is now no longer receiving stimulation on her left side. Follow-up identified a sjm representative was unable to completely resolve the issue with reprogramming as the patient still lacks stimulation in her left arm. Additional reprogramming will be attempted at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.